Event description:
In 2007, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare via medwatch report provided by the user facility. The following info was provided: "pt had right knee arthroscopy surgery with use of arthrowand integrated cable. Post surgery, there was a reddened, elongated burned area below the right knee cap with a small area of skin missing." On october 9, 2007, the risk manager at the user facility was contacted and the following info was provided. The pt had sustained a burn approx two inches in length and described as a dime to quarter in size with missing skin, located approx one inch below pt's right knee. The severity of burn was reported as first to second degree. The burn was treated by wound therapist (treatment details not provided). The pt is reported to be healing well. In addition, it was reported the physician believed the burn may have been caused by the reusable pt cable. On december 10, 2007, the atlas controller used in the same procedure was returned for investigation.

Manufacturer narrative:
Three devices were returned for investigation and three separate medwatches are filed for this incident: turbovac 90 arthrowand (catalog number as1336-01) reference medwatch report 2951580-2007-00066. Arthrocare patient cable (catalog number h0970-02) reference medwatch 2951580-2007-00074. Atlas controller (catalog number h3000-00) reference medwatch report 2951580-2007-00096. The atlas controller was returned to MFR for eval. The atlas controller was tested according to arthrocare's test procedure which includes checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltage, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. Based on the testing performed and the info provided by the user facility, no conclusion can be made.